Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was initially reported to philips healthcare that the heartstart mrx displayed a service required error message at power on with no pt involvement. It was later clarified by the philips bench tech that the device failed operational check for paddle and pacer test failure.